Manufacturer narrative:
One device was received for evaluation. Visual inspection found scratches near the coin latch, a worn uso seal, and worn dso nub, and dented housing. There was no evidence in the event history log. The reported problem did not indicate a specific failure mode that was able to be duplicated. The device was overdelivering outside of the manufacturing specifications. It was determined that the most probable cause was a high than specification expulsor. No action was taken. The device was investigated only. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the patient passed away while using this device on the day of their passing. Event occurred during infusion. Patient was also using two other cadd pumps.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.